Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the ipg was repositioned to a more comfortable location.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.